Event description:
Patient was in ICU on life supporting pressors and had several critical drips going. Pump had been infusing for hours. Pump suddenly showed system error and then rebooted in maintenance mode. Nurse was able to get another pump and get infusions started again. The patient did code, but was very sick and not thought to be due to the pump issue. However having a pump shut off during infusion is very concerning. Pump was sent to bd for investigation and found that tamper resistant switch had fluid ingress which caused it to stick in the depressed position. This caused the initial system error. When the clinician powered off/on the pump because the switch was still depressed, it caused the pump to boot in "maintenance mode".